Event description:
It was later reported that the pump was stuck in ¿safe mode¿.

Event description:
It was reported that the patient had been unable to deliver a bolus via the personal therapy manager (ptm) since the night of (B)(6) 2014. The ptm showed an ¿x¿ with an error code of ¿8474¿ ¿ pump reset. The patient had been in a lot of pain since that night. The device system delivered baclofen, morphine and another medication that the patient stated was prednisone. It was later reported that the patient presented to the clinic because she could not deliver a bolus via the ptm. During pump interrogation a critical alarm due to ¿safe state occurred¿ and ¿reset occurred ¿ low battery¿ was discovered. The reset occurred on (B)(6) 2014 at 13:07. It was noted that the critical pump alarm was heard. The patient had increase in baseline pain, was not sleeping very well and had periods of sweating. It was clarified that the device system delivered morphine, baclofen and bupivacaine. It was later reported that the pump was explanted on (B)(6) 2014. The reporter believed the patient had ¿withdrawal-type symptoms¿ when the pump went into safe state. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump serial number (B)(4) found pump battery had high resistance. Correction: (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).